Event description:
It was reported to boston scientific corporation that a prefyx pps system was used during an incontinence repair procedure. According to the complainant, during the procedure, it was observed that the mesh portion which lay under the urethra was kinked and would not lay flat. The entire device was removed. The procedure was completed with another prefyx pps system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".